Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and a cyber update was performed on the pacemaker. During the update, the pacemaker went into vvi backup mode. The device was successfully restored the same day. The patient was in stable condition.